Manufacturer narrative:
(B)(4). The complaint sample was not returned to codman for evaluation; therefore, the evaluation could not be performed and the root cause of this complaint could not be determined. In the absence of the complaint sample, a complaints records review was conducted and it was verified that at the present date, this is the first complaint reported for this lot number "258261", therefore; it is considered to be an isolated incident. We will continue to monitor for trends for this or similar complaints regarding this product code. Based on the investigation this complaint is considered closed.

Event description:
Kit packer reported that pack should contain 10 on the 24-5404p; but only 9 were received. (B)(4).